Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The harmonic ace instrument had the curved blade broken at the base. A piece approximately 0.284" x 0.084" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. .

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the jaw of the harmonic ace instrument broke. A fragment fell into the patient and was retrieved during the same surgical procedure. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: grasping was being performed when the device fell inside the patient. The instrument was in use 30 minutes prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment(s) did not fall inside the patient during an instrument tip / accessory collision. The instrument was not removed during the procedure (prior to the breakage). The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, the instrument wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. The surgical staff did not notice any other damage to the instrument after the event occurred. The fragments were removed during the same surgical procedure. All fragments were retrieved, and this was confirmed upon visual inspection. No additional surgical procedure was required to remove the fragment. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographics were requested but were unable to be provided.